Event description:
It was reported that while using an intellanav mifi xp catheter, low temperatures with an average around 20 c occurred. No error messages or alerts were noted. Procedure was completed and no patient complications were reported. Per additional information received on (B)(6) 2022 issue occurred when the physician was on ablation. The temperature rose to the temp limiter which resulted in low wattage. The generator was in temperature mode. The physician moved to different positions to try and establish better cooling. No other troubleshooting was done. The physician switched to an irrigated open irrigated catheter. Device was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.